Event description:
Device #1 of 3. Reference MFR. Report: 1627487-2014-26864, 1627487-2014-26865. It was reported the patient experienced ineffective stimulation and one of the leads had migrated downward and confirmed by x-ray. The patient underwent surgical intervention to remove and replace the leads with a different model. The patient is now receiving effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.